Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery and distal left main artery with severe calcification. The ht bmw universal ii 190cm j guidewire (gw) was used in a procedure with a nc trek balloon for high pressure post dilatation. During removal, the gw was noted to be broken (in 2 pieces). The entire gw and the nc trek device were removed from the patient as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The lot history record (lhr) no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire separated during removal. Analysis of the returned device noted the core was bent and jagged at the separation. This type of damage is consistent with force applied to the device at a kink or bend. It is likely that the guide wire became kinked during use. Manipulation of the guide wire once kinked, likely contributed to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.